Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump operated within product specifications. The pump history was also reviewed where the pump was observed to alarm "no food". Mmdg could confirm this complaint. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump "let air back in to the patient". Mmdg made an attempt to contact the initial reporter and obtain additional information, but they stated that they did not have any additional details to provide. (B)(4).